Manufacturer narrative:
Patient age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent had detached from the balloon. Only the stent was returned for analysis. The entire stent appears damaged with the distal & proximal stent ends receiving minimal damage compared to the mid-section portion of the stent where severe damage and stretching is evident. The stent delivery catheter was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgment occurred. During preparation of a 3.50 x 16 synergy¿ drug-eluting stent, the physician noted that there was no stent on the stent delivery system. The physician then found the stent on the table. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved u.s. Device.

Event description:
It was reported that stent dislodgment occurred. During preparation of a 3.50 x 16 synergy¿ drug-eluting stent, the physician noted that there was no stent on the stent delivery system. The physician then found the stent on the table. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.